Manufacturer narrative:
(B)(4). Batch # m92t7z. The analysis results found that the er320 device was returned with the jaws in a yielded condition. In addition, 2 malformed clips were received with the device in a plastic bag. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed 9 clips as intended; in addition, the device lockout. No scissored clip was note during functional testing. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, scissoring occurred. Another device was used to complete the case. There were no adverse consequences to the patient.